Manufacturer narrative:
DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Compatibility check: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of reported event: it was hard to torque the screw with the wrench during surgery. Visual examination: the blue handle is in a normal visual appearance. The hex tip of the device seems to be slightly deformed. The shaft is shown to have no problems. Functional check: the function of the device was tested with a calibrated torque wrench to measure the torque needed for the click. The test showed that the required torque to achieve the click was within the specifications. Specifications (range of the required torque): 5.5nm - 6.3nm measurement: 6.09 nm, measurement: 6.22 nm, measurement: 6.04 nm. The ncb proximal tibia system surgical technique describes the use of the 02.00024.021 ncb-df torque screwdriver 6 nm. It explains that a "click" is needed to apply the required torque moment. Since the returned part was working according to specifications and due to the fact that a considerably high force has to be applied to reach the 6 nm, we could conclude that the user didn't apply an adequate force and he assumed that the instrument was not working properly. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Where lot numbers were received for the device, the device history record were reviewed and found to be conforming it cannot be excluded that the screw was not fixed with required torque. A loosening of the screw may result. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that it was very hard to turn the wrench. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.